Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the sealant for a 6f/7f mynx control vascular closure device (vcd) was pulled out of the skin. It was also reported that button one was not pressable; however, the device was returned with button one depressed and the sealant still attached to the distal tip. The operator performed manual compression for 20 minutes to achieve hemostasis. There were no reported injuries to the patient. This occurred during a percutaneous coronary intervention (pci) procedure. The device was prepped according to the instructions for use (IFU), and the physician was certified in the use of the mynx vcd. There were no visible signs of device or package damage prior to use. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including a 30¿45-degree insertion angle of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site had not been previously closed with any closure device within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the mynx control. The patient¿s body mass index (bmi) was not greater than 40. A non-sterile 6f/7f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed, and button 2 was two-thirds depressed. The stopcock was found in the open position with no syringe attached to the unit. The sealant was exposed as expected due to the activation of the deployment system (full depression of button 1), and the balloon was partially retracted as expected due to the partial depression of button 2. Additionally, a non-cordis sheath used was returned inserted into the device. A functional test could not be performed completely as the unit was already partially deployed, with button 1 fully depressed and the sealant deployed. A complete depression of button 2 was performed after a cordis syringe was attached to the unit to completely deflate the balloon, resulting in the balloon retraction to completely remove the sealant. Nevertheless, an inflation-deflation functional evaluation could not be executed due to an observed obstruction in the inflation mechanism, where apparent dried medical solution residue was observed inside the inflation lumen. The reported event of ¿sealant-inaccurate placement-complete¿ was confirmed through analysis of the returned device as it was received with the sealant on the distal end with button 1 fully depressed. However, the other event of ¿button #1-frozen/locked¿ was not confirmed through analysis since it was received with button 1 already deployed with no anomalies noted. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported issue with button 1 since it was received fully depressed with no anomalies noted and the sealant deployed from the catheter. However, since button 2 was not fully depressed on the returned device, procedural/handling factors (user error) likely contributed to the inaccurate placement reported since it was able to be removed from the device after button 2 was fully depressed. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 2: deploy sealant, ¿while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay the device down for 2 minutes.¿ during step 3: remove device, the IFU states, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if button #2 was not fully depressed, the balloon may not be fully retracted into the device and can disrupt the placement of the sealant during removal from the patient. Neither the product analysis, nor the information available for review suggest that the reported failure experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11 this device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant for a 6f/7f mynx control vascular closure device (vcd) was pulled out of the skin. It was also reported that button one was not pressable; however, the device was returned with button one depressed and the sealant still attached to the distal tip. The operator performed manual compression for 20 minutes to achieve hemostasis. There were no reported injuries to the patient. This was during a percutaneous coronary intervention (pci) procedure. The device was prepped per the instructions for use (IFU) and the physician achieved certification on the use of the mynx vcd. There were no visible signs of device/package damage prior to use. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including a 30¿45-degree insertion angle of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The patient's body mass index (bmi) was not greater than 40. The device was returned.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant for a 6f/7f mynx control vascular closure device (vcd) was pulled out of the skin. The operator performed manual compression for 20 minutes to achieve hemostasis. There were no reported injuries to the patient. This was during a percutaneous coronary intervention (pci) procedure. The device was prepped per the instructions for use (IFU) and the physician achieved certification on the use of the mynx vcd. There were no visible signs of device/package damage prior to use. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including a 30¿45-degree insertion angle of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The patient's body mass index (bmi) was not greater than 40. The device will be returned for evaluation.